Manufacturer narrative:
The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen lps option g femur, unknown nexgen 15x30 stubby stem. The product location is unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date and subsequently was revised due to loosing and dislocation. The patient fell on his knee during his job as a firefighter. There is no additional information at this time.